Manufacturer narrative:
The device was returned due to safety advisory without identified device or use problem. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was stable.